Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high and low blood glucose. The customer¿s blood glucose level was 426 mg/dl at time of incident and current blood glucose level was 435 mg/dl. The customer¿s blood glucose level was 472 mg/dl. The customer had symptoms such as thirsty and tired a little. The customer was treated with bolus in the pump. Customer declined to troubleshoot at site programming or high pressure test. The customer was advised if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. The insulin pump will not be returned for analysis.